Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the coil fibers detached from the wire inside the catheter. A 5mm/5.5mm vortx - 18 was selected for use. During procedure, it was noted that the coil fibers detached from the wire inside the catheter. The coil and catheter were disposed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was fine.